Event description:
It was reported that the patient presented with their inflatable penile prosthesis (ipp) no longer functioning. Two weeks later, a surgical procedure was performed to explant and replaced a new ipp cylinder and pump with no clinical consequences to the patient. During the revision procedure the physician observed the tubing connecting the pump and cylinder was cracked.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported mechanical issue was confirmed through analysis. It is probable that the identified pump deflation would likely affect the functionality of the device. The reported hole/perforation was not confirmed through analysis. Technical analysis: the pump and cylinders were returned for analysis to our post market quality assurance laboratory. Visual examination identified that the kink resistant tubing (krt) was cut down to the pump and was not returned. Functional testing of the pump identified that the pump failed to move the saline from the reservoir to the cylinders and back. The cylinders were visually examined and functionally tested and the cylinders performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with their inflatable penile prosthesis (ipp) no longer functioning. Two weeks later, a surgical procedure was performed to explant and replaced a new ipp cylinder and pump with no clinical consequences to the patient. During the revision procedure the physician observed the tubing connecting the pump and cylinder was cracked.